Event description:
Patient was revised to address failure of the diaphyseal sleeve. During the procedure, the segments would not disassociate as designed, therefore requiring the surgeon to extend the incision and laboriously remove the entire proximal femur to complete the surgery. This caused a surgical delay of 2.5 hours. (Left leg).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted sleeve component confirmed the reported fracture. The device is part of a voluntary recall initiated january 4, 2012. Depuy considers the investigation closed.